Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was depleting prematurely thus an explant was scheduled. The device showed a battery remaining of 10%. When the device was attempted to be interrogated prior to the explant it was not possible due to a possible software update running on the programmer. Another programmer was used with non update software and during an attempt to interrogate a red screen appeared and a restart of the programmer was needed. After the re-start the patient information did not appear and it was not possible to interrogate the device. The device was thus explanted with deice therapies remaining on. No additional adverse patient effects were reported. The device will be returned for analysis. It was not possible to obtain the serial number of this device as when the device was being interrogated with the programmer it was not possible to connect with the device.